Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Uncomfortable - vagina [vulvovaginal discomfort]. Vagina uncomfortable - tampon [medical device site discomfort]. Tampons uncomfortable to take out [complication of device removal]. Part of tampon would unravel...stick to insides [device breakage]. Tampon stick to insides- vagina [foreign body in reproductive tract]. Consumer reported via e-mail that tampon would unravel during removal. No serious injury reported.